Event description:
It was reported that patient was feeling stimulation in the wrong location, differently than trial and initial implant. It was indicated that during the same day of implant , later that day she noticed she was feeling stimulation in her butt not between her legs as she had been in trial and during implant operation. It was indicate d that trial had better symptom relief than patient was having with full implant. The patient also thought she was on a different programming because stimulation would start and stop. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0jmur, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the patient felt the stimulation go on and off. The stimulation made the patient's rectum contract when it went on and off and it had been uncomfortable since implant. It was noted that the patient changed from program 4 to program 1 and the patient was still feeling stimulation in the rectum. The patient changed to program 2 at 1.4v and they were much more comfortable. It was reported that the patient still felt the on and off of the stimulation. It was noted that the patient left the manufacturer representative a message today. The patient saw their health care provider (hcp) 1.5 weeks ago and they recommended the patient call the manufacturer representative regarding their programming. Additional information received reported that there was 50 percent or greater symptom reduction. The component involved in the reported event was the implantable neurostimulator (ins) and there was no issue. It was noted that the troubleshooting done to provide insight to the issue was that they worked with the patient on adjusting the stimulation and this was also the action taken to resolve the issue. The cause of the event was determined and it was not device related. It was reported that the patient was doing fine now.